Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the issue was the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr repaired the device and returned it to service specifications.

Event description:
The customer reported while using the vela ventilator; the device has a touchscreen fault. The customer reported being unable to calibrate the device. The customer reported there is no patient involvement associated with the event.